Event description:
It was reported by an allergist that he received a phone call from a doctor who had a patient who experienced laryngeal edema during an edg procedure with a scope that had been disinfected in cidex opa solution. The allergist did not recall the doctors name or have any other details of the event.